Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for less than 1 colony forming units (cfus) of aerobic, mesophilic germs (30 °c), and over 1000 cfus of pseudomonas aeruginosa/escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report is related to the following linked patient identifiers: c23443230 c23443272, c23443299, c23443301, c23443248, c23443332, c23443366, c23443396.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Event description:
It was further reported that the customer re-tested the device, and no germs were found.